Manufacturer narrative:
In the initial report, submitted february 3, 2016, the unique identifier (UDI) number was indicated as "n/a." This is incorrect; the UDI number is (B)(4).

Manufacturer narrative:
Patient weight was not provided. The unit is currently still at the decontamination facility. Sorin group (B)(4) manufactures the inspire 8 dual hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that, during procedure, a constant increase of pressure was noted at the inlet of the inspire 8 hollow fiber oxygenator. The device had to be replaced in order to continue the procedure. There was no report of patient injury. The investigation is on going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that, during procedure, a constant increase of pressure was noted at the inlet of the inspire 8 hollow fiber oxygenator. The device had to be replaced in order to continue the procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 8 dual hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that, during procedure, a constant increase of pressure was noted at the inlet of the inspire 8 hollow fiber oxygenator. The device was replaced in order to continue the procedure. There was no report of patient injury. The event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. The involved oxygenator was returned to sorin group (B)(4) for investigation. Visual inspection of the returned device did not identify any residual dried blood or clotting. The manufacturing record was reviewed and the oxygenator was found to have met specifications upon release. The analysis of the pump record did not indicate any anomalies that indicated a specific root cause. Although the frequency of this type of issue is low, sorin group (B)(4) has initiated a CAPA to investigate possible triggering factors.